Manufacturer narrative:
H6. The device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the device displaying a low vte (exhaled tidal volume) value and the high peep (positive end expiratory pressure) value was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the root cause of the reported issue to be the ift.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was displaying a low vte (exhaled tidal volume) value and a high peep (positive end expiratory pressure) value. There was no reports of patient use associated with the reported issue.